Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report#1627487-2017-08315. It was reported that during the lead revision surgery on (B)(6) 2017 (reference MFR report # 3006705815-2017-07303 reference MFR report # 3006705815-2017-07306) one of the anchors broke when the physician was trying to remove it. Reportedly no surgical intervention planned to address the broken anchor. It is unknown which anchors broke so both the anchors are reported.